Event description:
The user received questionable urinalysis results for one patient sample from the urisys 1100 analyzer serial number (B)(4). Of the data provided, the result for leukocytes was discrepant. The initial result was "negative" for leukocytes. The result from the criterion ii meter for leukocytes is 100 wbc/ul. The caller did a microscopic confirmatory test which showed 0-2 wbc/hpf for leukocytes. No information was provided to determine if the erroneous result was reported outside the laboratory. The caller does not have any specific patient information. No actions were reported taken based on either test.

Manufacturer narrative:
The strips were not returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.